Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
Voluntary medwatch received via email reported: "tandem t: slim insulin pump experienced extremely quick power loss. Device was near full charge and depleted to empty within a few hours. Pump shut off and stopped delivering insulin due to low power. I was not near a power source so could not charge and was without insulin which could cause elevated blood glucose levels, ketoacidosis, and potentially death if alternative insulin delivery sources are unavailable. Additional information received on 18-jun-2024 for mw5155763. Correcting procode." There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.